Manufacturer narrative:
(B) (4): physio control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device was displaying all icons (charge pak, attention and wrench) and was unable to power on. There was no pt use associated with the reported event.